Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked out on both front corners, the battery door was cracked, the case seal was missing, and the plunger lever was broken. A review of the event history log no error which related to customer reported problem. During functional testing the plunger lever was found broken off from plunger head. The root cause of issue was the result of the customer's impact to the device. Replaced right plunger case and performed preventative maintenance and all functional testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps reported plunger head broke off. No patient adverse events reported.